Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off on power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or excessive no delivery alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was high at time of hospitalization and was given an intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Customer stated insulin did exit and device did not alarm advised customer device was functioning properly and to monitor for any issues. Customer's blood glucose level was 186 mg/dl at time of reporting. Nothing further reported.